Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported the patient received inappropriate shocks and had to be mechanically ventilated. It was also reported that the patient had an infection due to the mechanical ventilation. The lead was replaced and the patient is in a rehabilitation center, with a reported status of 'ok'.